Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix mechanism was fully retracted. Cut in the outer insulation likely induced during explant. Dried blood noted in neck region (tip). Laboratory analysis was unable to confirm the reported field allegations of dislodgement and perforation. The lead passed testing.

Event description:
Boston scientific received additional information from product investigation closure, and a supplemental report is being filed. The patient complained of abdominal pain. It was found that the right ventricular (rv) lead dislodged and was repositioned; however, the pain continued, and it was identified that the rv lead caused perforation. It was decided to explant the right atrial (ra) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The patient complained of abdominal pain. It was found that the right ventricular (rv) lead dislodged and was repositioned; however, the pain continued, and it was identified that the rv lead caused perforation. It was decided to explant the right atrial (ra) lead. No additional adverse patient effects were reported.